Manufacturer narrative:
Internal report reference number:(B)(4). Syringes were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using syringes from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes, stating that the syringe did not aspirate. The customer stated she is not using the syringes for insulin, the dr. Had recommended using them for her allergy shots; customer stated she has been using them for about two years. Per the customer the package had not been open or damaged when received. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the syringes and no medical intervention related to the use of the product was reported.